Event description:
The patient reported that they have been having major issues with frequency followed by leakage. The patient tried using their patient programmer but was still experiencing symptoms. The patient was on program 1 for a while then switched over to program 2 and was currently at 3.1 v. The stimulation was not turned on nor did the patient feel stimulation. The patient turned their therapy on and they were able to feel stimulation comfortably at the time of the report. Additional information reported that the patient did not know that their therapy was turned off. Their increase in stimulation did not improve their symptoms and they experienced a shocking sensation after they had increased stimulation. The patient noted that they had their device on a setting where there was too much "shocking" when they were sitting, standing or walking. The patient put up with it for about an hour. They turned stimulation down from 2.8 to 2.5 where they have been since the day of the report. The patient inquired on if they should turn stimulation up. The patient was scheduled to see their healthcare provider. The patient was still having trouble with frequency and leakage. They saw their healthcare provider on (B)(6) 2016 and their settings were adjusted (the pulse position and strength). The adjustment wasn't helping the patient as the stimulation sensation felt like it was fading. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.